Manufacturer narrative:
Device evaluation: visual inspection: the turbohawk was removed from the packaging and was inspected. A zipper tear was noted in the guidewire lumen of the distal assembly. Microscopic inspection revealed a zipper tear throughout the guidewire lumen of the housing. Examination of the rotating tip showed the guidewire lumen at the proximal end flared out and the guidewire lumen was peeled back distally. Green debris, consistent with ptfe coating on the reported guidewire, was noted between the guidewire lumen of the rotating tip and the housing assembly and the distal end of the rotating tip lumen tear. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a turbohawk to treat a severely calcified lesion with 90% stenosis located in the proximal/mid/distal right posterior tibial artery. Artery diameter 2.5 ¿ 3 mm. Moderate tortuosity was reported. A 6fr cook sheath and a cook 300 mm approach 25 cto guidewire were used. The vessel was pre-dilated. The IFU was followed and the guidewire was hydrated during prep. The device was advanced over the bifurcation. Atherectomy was completed and artery was post-dilated with no issue. It was reported that the black wire on the body of the device split. The tip was the only piece which remained on the wire. The device was intact and some difficulty was encountered removing the device. The guidewire was not torn from the distal tip and the guidewire did not lock-up on the catheter. The split was reproduced outside of the patient. No patient injury was reported. The device was returned to the manufacturing facility and it was noted that the device was damaged